Event description:
Per the clinic, the patient experienced skin irritation, redness, pain, bleeding and developed infection (impetiginisation) at the abutment site (specific date not reported). The abutment site appeared to be dry and excoriated. Subsequently, the patient was treated with a combination of antibiotic and steroid ointment (specific date and duration not reported); however, the area remains inflamed and sore. The patient remains implanted.